Event description:
A review of service data detected a reportable event. During servicing of battery pack (B) (4), which was returned for routine maintenance, it was discovered that the battery pack would not charge. The last pt to use this battery pack did not report any problems with it.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. The root cause of the defective cells is not known, but is probably random component failure. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The last pt to use this battery pack did not report any problems.